Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient passed away overnight. The cause of the death was unknown, however it was not a suicide. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and verified by the hcp indicated the patient passed away at home. No further information would become available until the autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a rep indicated the cause of death was a massive myocardial infarction. The patient was reported to have had severe undiagnosed coronary artery disease and the death was considered not related to their dbs. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.